Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. Additional contact information: (B)(6). The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced the drive manifold assembly to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing department verified the failure of the drive manifold failing the vacuum leak diff prs. With result of 31mmhg, the factory specification is +-25mmhg and the pressure leak diff prs. With result of -59mmhg, the factory specification is +-55mmhg. Drive manifold failed testing. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit failed drive manifold testing. There was no patient involvement.